Event description:
During the course of cardiac arrest resuscitation, the bag portion of the bag valve mask assembly failed to re-inflate. Upon arrival at the hospital a member of the emergency department staff located a separation in or crack in the rubber bag.